Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 3.2 and 3.1 were failed. A field service engineer (fse) removed back panel and disconnected the pixie bus cable. Because of limited space in the medication room. The fse repaired the drawer while it remained in the main station chassis. Then, the fse inspected the rear of the drawer components for both drawers and re-seated all cable connections. After reassembled the drawer, the fse reconnected the pixie bus cable and rebooted the station. The drawer leds displayed the correct pattern. Logged into administrative mode, successfully completed diagnostic test, and manually launched the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 and 3.2 were failed, and device was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.